Manufacturer narrative:
An event regarding revision due to unspecified reasons involving a triathlon insert was reported. The event was not confirmed. Method & results: -product evaluation and results: not performed as no product was returned for evaluation, no photographs were provided for review. -clinician review: no medical records were received for review with a clinical consultant. -product history review: idicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as the reason for the revision surgery, product return, pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. It was reported that surgeon is inquiring if his implants are part of a recall. As per product recall verification response, it is confirmed that the reported device is not subject to a recall. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that a surgeon was performing a revision on a patient.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: tri ts baseplate size 5; cat# 5521-b-500 ; lot# hemo. Triathlon ps fem component, cemented; cat# 5515-f-601 ; lot# xjua. Triathlon asymmetric x3 patella; cat# 5551-g-350 ; lot# 7289. Simplex p with tobramycin 1 pack; cat# 6197-9-001 ; lot# mct021. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that a surgeon was performing a revision on a patient.